Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to out of range superior vena cava (svc) coil impedance. It was noted that since the original out of range measurement, the lead has measured some in range impedances, however while in clinic the measurements were out of range again. In addition, it was noted that the rv coil impedance showed a jump in impedance before returning to baseline. The rv lead remains in use. No patient complications have been reported as a result of this event.